Manufacturer narrative:
H.6. Investigation: according to the visual analysis of the photo of the attached sample, you can observe that the needle is transfixed, confirming the client's report. Based on the results of the investigation so far a cause for the defect are: 1- air blowing connections at station 4. These connections must be adjusted according to the catheter length. There is no procedure specifying how to set up the air connections to each gauge. 2 -vision system set-up. There is no procedure on how to set up the automated vision system by the maintenance team. A corrective action project, CAPA#855815, has been initiated to investigate the issue. H3 other text .

Event description:
It was reported that the insyte 24ga x 0.75in experienced catheter damage/deformation, and the needle which was noted during use. The following information was provided by the initial reporter: peripheral catheter that when trying to channel the patient presents quality problems.

Manufacturer narrative:
The following information has been updated: b.3. Event description: it was reported that the insyte 24ga x 0.75in experienced catheter damage/deformation, and the needle which was noted during use. The following information was provided by the initial reporter: peripheral catheter that when trying to channel the patient presents quality problems.

Event description:
It was reported that the insyte 24ga x 0.75in experienced catheter damage/deformation, and the needle which was noted during use. The following information was provided by the initial reporter: peripheral catheter that when trying to channel the patient presents quality problems.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 24ga x 0.75in experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: peripheral catheter that when trying to channel the patient presents quality problems.